Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed. The customer confirmed no other cables were attached to the device. The pip (picture in picture) was not turned on the cv-1500; therefore, it was not connected to the subject device, and the image could not be seen. The pip was enabled and the issue was resolved. The device was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during laproscopy therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.